Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the radial artery with mild calcification and moderate tortuosity. The 8.0x80mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred at 5 atmospheres during the first inflation. Therefore, the bdc was removed from the patient. Another armada balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.